Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (proximal: tgt3115/8066988, distal: tgt3420/7999819) to repair a dissected thoracic aortic aneurysm. The devices were deployed with no reported issues at the intended position distal to the left subclavian artery. During a touch-up ballooning of the overlap, the position of the devices unintentionally moved distally (distance unknown), resulting in a proximal type I endoleak. A self-made stent-graft and a bare metal stent were implanted at the proximal side of the tgt3115 to repair the endoleak, then the procedure was concluded. No endoleaks were seen after the procedure. The patient was tolerated the procedure. On (B)(6) 2010, a follow-up imaging revealed a type ii endoleak of unknown origin. The physician elected to monitor the patient. The diameter of the aneurysm was 55 mm. On (B)(6) 2010, the patient was discharged. The endoleak remained. On (B)(6) 2010, six-month follow-up imaging was performed. It was unknown whether endoleaks were present because computed tomography was not performed. The diameter of the aneurysm was 55 mm. On (B)(6) 2011, one-year follow-up imaging showed the endoleak remained. The diameter of the aneurysm was 54 mm. On (B)(6) 2012, two-year follow-up imaging showed the endoleak remained. The diameter of the aneurysm was 56.5 mm. On (B)(6) 2012, coil embolization was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2013, three-year follow-up imaging showed a resolution of the endoleak. The diameter of the aneurysm was a 54 mm. On (B)(6) 2014, four-year follow-up imaging revealed another type ii endoleak of unknown origin. The diameter of the aneurysm enlarged to 65 mm. On (B)(6) 2014, a coil embolization was performed to repair the endoleak. The patient tolerated the procedure. It is unknown whether the endoleak was resolved after the procedure. No further information was available.